Event description:
It has been reported to philips that the system did not boot up successfully. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.